Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 27 mg/dl. The mother stated that her son had signs of hypoglycemia. The customer checked the blood glucose on other glucometer but blood glucose was higher on both. The customer stated that the bolus history is correct. The customer was advised to contact health care provider.